Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 413 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels with manual injection and the insulin pump. Customer was able to perform and pass the high pressure test. Customer was able to change the entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.